Manufacturer narrative:
(B)(4). This lot was manufactured between june 17, 2013 and june 20, 2013. The sample was not returned for evaluation, therefore the reported condition could not be confirmed and the root cause could not be identified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a mini-cap cracked vertically when it was tightened to the transfer set during use. There was patient involvement but no injury or medical intervention was reported. Additional information was requested and is not available.